Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the cause of the indicated phenomenon was that the cable was not properly connected to the serial digital interface (sdi) terminal and the video was not transmitted properly. This phenomenon was a connection-related issue, and the legal manufacturer judged that it was caused by handling because the instruction manual also describes the connection method. Due to the serial not number being provided the legal manufacturer was unable to perform the device history review (DHR) and provide the device manufacturer date.

Event description:
The customer reported that there was no image observed on the newly installed monitor before use. There was no patient involvement.

Manufacturer narrative:
The monitor was not returned to olympus for evaluation, as the user facility reported that the monitor is now functioning as intended. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac asked the customer if an attempt was made to cycle the inputs on the monitor and the customer was not sure how to access them. The reported that they have another monitor and were able to get an image; however, the customer did not know how the issue was resolved. Tac instructed the customer to change the input and the customer stated the input was on the serial digital interface (sdi1). Tac advised the customer that someone from electronics would call back since at least one monitor was working. On august 09, 2021, tac followed up with the customer and was informed customer resolved the issue themselves. The discovered that the video was lose on the back of the monitor. The customer did not twist the bnc cable to lock it in.